Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch due to low lead impedance. In addition, noise detected from muscle potential was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4024-58 lead, implanted: (B)(6) 1997. (B)(4).